Event description:
Customer states that a pt sample with anti-e did not react with vra119. The daily qc testing was acceptable. No erroneous results were reported. No death or serious injury was associated with this incident.